Event description:
It was reported to technical services on 9/6/11 that this lead impedance has gone from 400 to 1480 ohms with no capture and normal sensing. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).